Manufacturer narrative:
It was reported that the device is not available for analysis; therefore, no physical analysis of the product can be performed. The lot number is unknown; therefore, the manufacturing records for the complaint device cannot be reviewed. If there is any further relevant information received, a follow-up medwatch report will be submitted.

Event description:
Physician reported to rep that wires unraveled and this was a previous issue but still on going. The event date, patient identifier and lot number are unknown. Please reference MDR 9681477-2017-00005 for the as reported "previous issue".